Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and reported cosmetic damage. The blood glucose value was 400 mg/dl. The event involved product(s) mmt-1884, unk_reservoir, unomedical. Troubleshooting was declined for high blood glucose/under delivery. It was unknown whether customer was using the insulin pump system within 48 hours of reported high blood glucose event and unknown whether customer was using auto mode/smart guard feature at the time of high blood glucose event. Troubleshooting was performed for cosmetic damage, and it indicated that belt clip rail has physical damage. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Product return was required for mmt-1884 and customer response was that the device will be returned. No product return is required for unk_reservoir, unomedical.